Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high threshold, greater than 3.0v at 0.4ms, at implant. No action was taken. Should additional information become available this file will be updated.